Event description:
Valve would not transverse the sheath. So, a new valve and delivery system had to be opened to complete the procedure. Rep was present for the case and took the product failure with him for evaluation. Product had patient contact but no patient harm. Manufacturer response for valve tavr 9750tfx ultra 26mm, (brand not provided) (per site reporter). The product was picked up by the field rep for evaluation.